Event description:
On (B)(6) 2010, covidien was informed of a customer who had an issue with a heparin prefilled syringe. As reported to covidien by another manufacturer, the attorney alleges that the patient received deliveries of lots 7102784, 7102804, and 8010064 between (B)(6) 2007 and (B)(6) 2008. It was unknown whether the patient used any or all of the lots. On (B)(6) 2007, the patient received heparin sodium solution flushes for maintenance of the line for tpn and vancomycin administration. Immediately upon administration, the patient experienced hypotension, night sweats, hemoptysis, fever, disorientation, dizziness, light headedness, speech impairment, loss of sensation, loss of movement, incapacitating weakness, nausea, vomiting, anorexia, chills, shortness of breath, lip blisters, abdominal pain, bilious emesis, thrush, leukocytopenia, sepsis, lethargy, fever, malnutrition, anemia, hands and ankles swelling, hypercalcemia, hyperglycemia, atrophic gastritis without hemorrhage, pneumonia, dysuria, perforated viscus, respiratory failure, extensive inflammatory process within the bowel, fungemia, pleural effusion, constipation, hypoxemia, peritoneal adhesions, multi-organ system failure, mycoses, mrsa, citrobacteremia, and insomnia.

Manufacturer narrative:
Submit date: 05/19/2010. An investigation is currently underway. Upon completion, the results will be forwarded.